Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and was able to fit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.